Manufacturer narrative:
Based upon the clinical assessment, the reported type I endoleak was confirmed. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not identified, and the identification of a design or manufacturing issue was inconclusive. The clinical review had minimal information, but listed the following factors: there was inadequate access morphology due to the presence of a femoral-femoral bypass; and patient use of antiplatelet therapy (aggrenox).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, an infrarenal aortic extension, and a limb extension. Upon follow up, patient had an apparent endoleak at the distal right limb. Physician implanted a limb stent graft to correct the leak. No patient injury was reported.